Event description:
It was reported that after a rotablator procedure, an attempt was made to dilate the lesion with the balloon catheter. Pressurization failed to inflate the balloon and air bubbles were observed to move through the guiding catheter and into the coronary vessels. The pt immediately became hypotensive and went into ventricular fibrillation cardaic arrest. Several medications were used to stabilize the pt and an intraaortic balloon was inserted. Over a period of 5 days, the pt's condition was stable and vastly improved, and the intraaortic balloon was removed. However, on the 6th day, the pt died from complications, reportedly unrelated to the use of the product.